Event description:
As reported by the user facility: customer reporting that critical patient receiving norepi when pump alarmed. Clinician tried to clear the error multiple times but pump would not resume therapy.

Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A f/u report will be provided when the investigation results become available. (B)(4).